Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported air in line alarm which was not reproduced. A review of the event history log identified air in line alarms. The reported condition was verified. The cause was determined to be the upstream sensor readings out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.